Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. Visual examination confirmed the reported condition as an elongated cut in the tubing. It was determined that the packaging machine cut the tubing during manufacturing. The exact root cause of the packaging machine cutting the tubing was not determined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a flo-gard IV solution administration set had a section of tubing near the roller clamp, which was thinner than the rest of the tubing; therefore, it revealed an open "cut-out." This condition was discovered before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.